Event description:
It was reported that the patient has symptoms related to sinus node dysfunction. The right ventricular was suspected of fracture. The lead was explanted and replaced. The patient tolerated the procedure.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The insulation was abraded at 6.3-6.5 cm from the connector pin. Insulation degradation was found at 4.5 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Other damages found are consistent with explant damage. (B)(4).